Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient reported she was unable to establish communication between her ipg and external devices. The patient also reported she has not used or charged the ipg in approximately 2 years. Subsequently, the patient plans to undergo surgical intervention to address the issue.